Manufacturer narrative:
The analysis did show that the head had several dents. This caused the back cap button to stick in, interfering with the internal moving parts. This caused high friction and therefore increase of temperature. The dents show that the handpiece received several strong hits, e.g. Dropping during reprocessing. The user instructions requires a visual and functional test prior to each treatment to ensure that the handpiece is running within specification. It contains also a note that the handpiece should not touch soft tissue during treatment. Reported due to the 2 year presumption rule.

Event description:
During a standard dental treatment on tooth #14 the handpiece got hot and burned the pt on the lower lip to the size of the head of the handpiece. Pt received some vitamin e for the burn. Dental office does not recall the name of the pt to pull the file, hence data supplied is approximate data.